Event description:
Pt to or for removal of infected pacemaker. Found pacemaker lead broken - malfunctioning. Lead adhered down and could not be removed. Left in place. Pacemaker inserted. Lead repositioned. Replaced. Pacemaker available, lead not available.